Event description:
It was reported that while blood was being withdrawn from the proximal port (closest to the pt.). Apparently while the vamp cannula was being taken off, it began to leak / crack around the plastic portion of the port. No patient complications were reported.

Manufacturer narrative:
Device has not been returned for evaluation.